Event description:
Device malfunction: stent dislodgement. Time of malfunction: during procedure. Symptoms: none. It was reported that, during an iliac artery stenting procedure, the omnilink 10mm stent dislodged from the balloon. The artery was reported as being severely tortuous. The stent delivery system (sds) was successfully advanced through a 7 french arrow sheath to the intended target site, although the 10mm stent was incompatible with a 7 fr. Sheath. When the sds was at the target lesion, the physician decided to not proceed with stent placement and attempted to remove the sds back through the sheath. When the sds was pulled back into the sheath the stent dislodged from the balloon and was free floating on the wire. A small coronary balloon was advanced into the stent and dilated, followed by dilatation with a non-peripheral balloon. The stent was ultimately apposed to the vessel and implanted fully within the intended site. There was no reported injury and no add'l info available.